Event description:
Reporter stated the casters fell off chair while at home. No injuries were reported. Reporter stated that when the new assembly was replaced, he noticed the pivot pin was missing and since they did not have a torque wrench, he could not tighten the set screw to the torque specs called out in the owner's manual.

Manufacturer narrative:
Product was not returned for eval; however, based on the info received from the distributor, it appears to be an adjustment issue during maintenance. If the casters are not adjusted properly, they may become loose during use. CAPA is pending to determine if add'l info or clarification is needed for the maintenance of this adjustment.